Event description:
It was reported that the right ventricular lead was oversensing and had rising impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the distal segment of the lead was returned, analyzed, and the proximal conductor was fractured. It was also noted that the defibrillator conductor was distorted, the outer tubing overlay had cosmetic environmental stress cracking (esc), the outer tubing had a non electrical esc breach, and the outer insulation was torn.